Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 407 mg/dl at the time of incident and current blood glucose level was 292 mg/dl. Troubleshooting was declined for hyperglycemia. Customer stated that one side of the sorter got jammed. The insulin pump will not be returned for analysis.